Event description:
It was reported, the electrode hook was damaged. The issue occurred during reprocessing. There were no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the shaft was bent due to excessive force by the user. Additionally, it was observed that there was a crack in the ceramic insulation. The cause of this crack could not be determined however, it¿s a possibility that the electrode was pre-damaged due to improper handling or caused by wear and tear. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked ceramic insulation and bent shaft could but be determined. Olympus will continue to monitor field performance for this device.